Event description:
Customer reportedly received results of 229 mg/dl and 93 mg/dl within 10 minutes on the same device. No action was taken based on device results. No high or low blood glucose symptoms. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.